Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, the device was powered on and was not circulating water. They were able to confirm the customers reported issue. The fault was that the main power line was loose at the fuse holder terminal block. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 trauma fast flow system failed to turn on. No patient injury or complications were reported in relation to this event.